Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient developed a skin reaction under the overlay patch adhesive which initially presented as little blisters and welts on any warm part of her body such as under a bra strap or at the back of the knee. The welts spread and she developed hives, blisters and the skin on her body had a sunburned appearance. Her face became swollen and she had difficulty breathing. Her spouse took her to the urgent care on (B)(6)2024. She was treated with an injection and released six hours later in stable condition. She called the medication an ¿epidural injection¿ at the time of the initial report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).